Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 487 mg/dl. The customer reported a bolus delivery and it rewound itself. The customer did not troubleshoot the issues. The customer reported reoccurring bolus stopped alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected bolus stopped alarm anomalies noted. No unexpected rewind anomalies noted. Device received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.